Manufacturer narrative:
Sections with additional information as of 14-aug-2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were returned for evaluation; defect found on returned strips: strips stuck together. H10: most likely underlying root cause: rc-003: other root cause: strips stuck together is due to excessive adhesive. Corrected sections as of 13-aug-2020: h10: most likely underlying root cause changed from "mlc-9: user error caused or contributed to event" to "rc-003: other root cause: strips stuck together is due to excessive adhesive".

Manufacturer narrative:
Internal report reference number: (B)(4). Products returned and pending qc evaluation. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Pharmacy calling on behalf of customer stating that when he opened the vial of test strips, the test strips were sticking together in bundles. No adverse events were reported with the use of the strips. Customer was storing test strips in his office and the vial was opened (B)(6) 2020. Will send customer vial of true track test strips and include 2 bottles of control solution. Will follow up.